Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because he did not like the tingling sensation. Reprogramming was attempted but it was not helping with the pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's muscle cramps and spasms became worse. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's muscle cramps and spasms became worse. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm.